Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The patient stated they felt weak, her cgm displayed 110 mg/dl and she received a ¿fall rate¿ alert. Emergency medical services (ems) was called and the patient was transported to the hospital. The patient¿s bg value or medical intervention information was not provided. Additionally, it was reported that the patient has a tandem pump that is currently not in use. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.